Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was one out of range shock impedance measurement on this right ventricular (rv) lead. All other measurements were appropriate and no noise was produced during isometrics or pocket manipulations. As a result, the patient will continue to be followed appropriately. No adverse patient effects were reported.